Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophageal-gastric anastomosis during a balloon dilatation procedure performed on (B)(6) 2024. During the procedure, after one minute of balloon dilatation, the balloon suddenly deflated, and was found to be ruptured. The customer reported that the balloon burst at around 5atm and confirmed that no pieces of the balloon detached inside the patient. Also, it was reported that a staple was in the area of balloon dilatation. The procedure was completed with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results: the returned cre pro gi wireguided dilatation balloon was visually inspected and had a longitudinal tear from the tip of the balloon to the proximal section of the balloon. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of the balloon burst was not confirmed. The longitudinal tear found in the balloon could have been interpreted by the customer as the reported event of balloon burst. The physical damage to the balloon likely occurred due to factors encountered during the procedure, excess pressure, interaction with other devices, or anatomical factors. These factors and interactions could influence the damage found on the balloon. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophageal-gastric anastomosis during a balloon dilatation procedure performed on (B)(6) 2024. During the procedure, after one minute of balloon dilatation, the balloon suddenly deflated, and was found to be ruptured. The customer reported that the balloon burst at around 5atm and confirmed that no pieces of the balloon detached inside the patient. Also, it was reported that a staple was in the area of balloon dilatation. The procedure was completed with the original device. There were no patient complications reported as a result of this event.